Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues loading diffusion exams. There was some back and forth before they could send a series with the "b0" and all of the gradient volumes. They ultimately did find a way to get the whole series over but on navigation system, it wasn't recognized as diffusion immediately and the manufacturer representative (rep) had to "click import as diffusion, and then it was ok." There was no patient involvement.

Manufacturer narrative:
H2-3) the software analysis concluded that the issue was specific to the exam and the scanner used. There was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. The logs & archive were reviewed. Archive had 3 raw magnetic resonance (mr) exams and one navigation system archive. Raw exam analysis: one of the mr exams with 2477 slices was the dti exam scanned with ¿canon_mec¿ which was unsupported manufacturer for the navigation sytem to identify as diffusion exam, it was loaded as ¿other¿ exam. Exam had digital intercommunication of medicine (dicom) manufacturer tag as ¿canon_mec¿. When this exam was loaded as ¿import as diffusion¿, import failed with the error ¿invalid data. Diffusion import failed. Refer to stealth tratography imaging protocol¿. As per the navigation system tractography imaging protocol document (B)(4), ¿scans from other manufacturers(other than ge, philips, siemens, and toshiba scanner types) may also be usable if they adhere to the dicom standard for enhanced mr image storage, including the mr diffusion macro.¿. Enhanced mr dicom tags(5200,9230 : per-frame functional groups sequence attribute) were not found to be set for this exam. Exam from scanner did not meet the criteria to load as diffusion exam in the navigation system. Archive had 2 mr & one diffusion exam imported. Diffusion exam found to be imported fine(80 slices, 31 volumes) without any issues though it was from the same scanner(canon_mec) which confirmed that it had the enhanced mr dicom tags available. Dicom tags could not be checked with the navigation system archive. Logs were available for 2nd august in which user imported few exams which were not diffusion exams and not needed for further analysis. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.